Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2012: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, pain thereby underwent mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain as possible complications. Note, the manufacturing date (15-nov-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2012: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia and ventral hernia thereby underwent open repair with implant of ventralex mesh for ventral hernia repair. Per operative notes, "the hernia was located supraumbilically. The hernia sac was dissected and reduced back into the abdominal cavity, the sac was filled with preperitoneal fat. The defect was measured and a ventralex mesh was placed and sutured. On right inguinal hernia, the indirect hernia was dissected away. A synthetic mesh (prolene) was placed through preperitoneal space and sutured." (B)(6) 2012 - patient was diagnosed with recurrence ventral and inguinal hernia thereby underwent laparoscopic repair with explant of ventralex mesh and implant of synthetic meshes. Per operative notes, "omental adhesions were removed, at epigastric midline, the defect was noted along with previous ventralex mesh. The ventralex mesh was excised from the defect. The hernia edges were cleared and a synthetic mesh was placed. The right inguinal repair was completed using a synthetic mesh system." Attorney alleges that the patient had adhesions, mesh migration, nerve damage, pain, hernia recurrence, mesh removal and emotional injures.